Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The event of overheating could not be duplicated and there were no failures found with the device.